Manufacturer narrative:
This medwatch is for patient 1 with patient. Reference medwatch with a1 patient for patient 2 and medwatch with a1 patient for patient 3.

Event description:
The caller reports that the staff tested the patient and obtained a 451 mg/dl and 179 mg/dl on the accu-check inform system. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.